Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012 (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-01806 and 2210968-2012-01808. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional information: the patient had mesh implanted to treat stress urinary incontinence, pelvic organ prolapse, and cystocele. It was reported that patient started to experienced vaginal pain, bleeding and dyspareunia in 2007. She had an excision of the mesh on (B)(6) 2008 with reimplantation of mesh along with a laparoscopic bilateral uterosacral vaginal vault suspension and a bilateral paravaginal defects repair. The mesh was removed partially on (B)(6) 2007 and the remainder was removed on (B)(6) 2011 due to continual pain.

Manufacturer narrative:
(B)(4).